Event description:
During the investigation, it was discovered that a fractured screw was identified within the implant and at the bottom of the abutment, looks like the 2 halves in each product.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. B4: date of this report was updated. D1: brand name unknown / not provided. D4: lot number unknown / not provided. D10: concomitant device: dental implant, xifoss410, osseotite certain 2 implant 4 x 10mm, lot #2018031695. D10: dental abutment: iapp452g, certain gingihue post 4.1mm(d) x 5mm(p) x 2mm(h), lot# unknown / not provided. D10: therapy date: unknown / not provided. G3: date received by manufacturer was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were updated: 4109, 4110, 4111. H6: investigation findings code was updated: 3252. H6: investigation conclusion code was updated: 4307. H10: narrative/data was updated. (1) one certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned implant identified fracture at the threads and bone residue attached. Fractured screw identified within the implant and at the bottom of the abutment, looks like the 2 halves in each. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Functional testing could not be performed since the product was fractured. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient or abutment or abutment screw are subject to occlusal or off-axis loading. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.